Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, d9, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunction was identified during the device evaluation: the fiber bonding in the outer tube area of the distal end was damaged. A root cause could not be identified. Based on the results of the investigation, it is likely that the malfunction was caused by the charged coupled device being broken, which led to the customer allegation of a green image. Regarding the investigation finding of damage to the fiber bonding in the outer tube area distal end, a cause could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the gynecologic laparoscope displayed a picture showing only green and blue colors. There were no reports of patient harm.